Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient states when she opened the cassette door fluid leaked out. Patient states no ill effects or antibiotics taken. There is a sample available for evaluation.